Manufacturer narrative:
Results: head lift cpu.

Event description:
It was reported by service report that the head lift on the bed was not working. No pt involvement or adverse consequences are reported.